Event description:
It was reported that an ilet user experienced hyperglycemia with sensor glucose around 303 and confirmatory fingerstick at 327 while ill with the flu and after eating chinese food without a meal announcement; the user was using a cartridge that had been reused the prior day due to limited supplies, and the infusion set had been changed recently with no leaks or kinks reported, while the ilet was delivering correction doses and glucose subsequently decreased to 246. Symptoms included elevated blood glucose. Outcomes included the need for customer support follow-up and user education on meal announcements and site/supply change if glucose did not trend down. Investigation included review of device data, confirmation of ongoing correction dosing, verification of infusion set and tubing status, and coaching on missed meal announcement and site/supply management. Investigation of this case revealed user-related factors including a missed meal announcement, concurrent illness, and use of a reused insulin cartridge, with no evidence of infusion set occlusion or leakage and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in the context of intercurrent illness and a missed meal announcement.